Event description:
It was reported that during an internal engineering testing, resistance was encountered during advancement through the microcatheter. The resistance was determined to be due to loose ptfe material inside the catheter lumen. There was no patient involvement. This is report 3 of 3.

Manufacturer narrative:
A search for non-conformances associated with the reported part and lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is ongoing and a supplemental report will be submitted when investigation is completed.

Manufacturer narrative:
Additional information: h6, h10 (related reports), h11 (device evaluation). Correction: d10 (date device received). Investigation findings items received: complete headway system items not received: n/a the complete headway system was evaluated using a compatible device during internal r&d testing. After proper preparation per IFU, ptfe was identified as an occlusion within the lumen of the device. No other notable conditions were identified. Investigation conclusion: the complete headway system was evaluated using a compatible device during internal terumo neuro r&d testing. After proper preparation per IFU, ptfe was identified as an occlusion within the lumen of the device. No other notable conditions were identified.